Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) alleging that her onetouch ultra mini meter had a power issue, meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issues began on (B)(6) 2017, 6:00am. The patient manages her diabetes with humalog and ¿kezeo¿ insulin (self-adjuster) and reported that she stopped taking her insulin in response to the alleged product issue. On (B)(6) 2017, 10:00am she stated that she developed symptoms of ¿shaky¿. The patient stated that she immediately self-treated by consuming more food/drink ¿drank milk and ate something¿. At the time of trouble shooting, the cca confirmed that this was not the first time the meter was being used and the correct test strips were being used. Based on the information provided, there was no misuse of the product. The cca noted that when the patient pressed the power button for 10 seconds the meter did turn on. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began as she was unable to obtain a blood glucose result on the subject meter.